Event description:
Customer reports to have changed batteries after receiving a program alarm anomaly. After reinserting batteries, customer received a blank screen display which was not resolved even after troubleshooting. Customer's blood glucose was 134 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump received with stuck in full segment display after installing the battery due to moisture damage on electronic assembly. No blank display noted. The insulin pump had moisture damage was found on motor assembly. The insulin pump was unable to verify for alarm due to stuck in full segment display. No constant tone noted during testing. The insulin pump received with cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.